Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump leaked at a crack on the back of the case. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests or verify the basal anomalies due to the blank display. The pump was received with a cracked case on the back at the battery tube area and battery tube threads, as well as minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump went blank display immediately after being exposed to moisture. The customer's blood glucose was 311 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.